Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested and received. (B)(4).

Event description:
A vision center representative reported that the doctor noted several patients experienced red eyes following use of this product in conjunction with contact lenses. The reporter stated she did not have further patient information nor details about the event. Additional information was received from the doctor who reported the patients experienced more than red eyes, rather the patients also had corneal infiltrates. He reported that his initial thought was the event was due to environmental factors. He also reported the incidence has now slowed down from previous months of (B)(6). Additional information was requested regarding specific patients; however, the doctor was unable to provide additional information on specific patients at this time.